Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: call service 012 alarms were observed in the alarm history. The pump powered on properly with no alarms. The pump was exercised pump for 24 hours with no alarms occurring. Unrelated to the complaint, the display was found to be dim with a red hue. The battery compartment was also cracked alongside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.